Manufacturer narrative:
Other device used: catalog #00771100520, zimmer ml taper femoral stem, lot# 61510556. Evaluation summary: no additional complaints have been received against the manufacturing lots of product involved in this complaint. Neither operative notes nor x-rays have been provided. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. The patient's rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient is experiencing clinically iliopsoas tendinitis.